Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the rep reports patient (pt) felt "shocking" when using the external bone growth stimulator.

Event description:
Additional information was received from the patient representative. They reported that the patient was having a lot of pain right where the bladder stimulator was located. About 10 days ago they turned the therapy off and it was off for 4-5 days and patient had no pain at all. Then the patient told them they needed to turn it back on because they could hardly go anymore. After they turned it on within a day or so it was hurting right back where the stimulator was at. The patient had not had any falls or traumas but last march they had back surgery where they fused 3 discs together and the doctor put in a bone stimulator which put out a magnetic signal. The doctor talked to the manufacturer and then talked to their healthcare provider (hcp) and they said it would be best for place it opposite side from the implanted device, but they ended up putting it right in the middle of patient's back. The patient only used it for 2 days and when they went to bed that night it started hurting so they skipped one day. Then they put the bone stimulation back on and within a couple minutes of it being turned on the bladder stimulator started hurting and it had been bothering the patient for almost a year now. The caller was redirected to the patient's healthcare provider to further address the issue. Caller mentioned they have an appointment with a representative at managing hcp's office in april.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient no longer wants to use the stimulator. It was resolved in the sense that the patient no longer wants to use it.